Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that angio-seal device locator was already kinked. A kink was confirmed in the tip of the locator when the angio-seal poly-foil pouch was opened. The device was not used and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was a 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. There was no blood loss. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.